Manufacturer narrative:
Additional information: d9, g3, h3, h6 . Complaint allegation is confirmed. One unpackaged ar-3641-1 serial/batch number (B)(6) was received for investigation. The visual evaluation determined that the anchor suture system had broken off. The sutures were frayed. No issues identify with the inserter shaft. Functional testing does not apply for this device that arrives damaged for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lateral tenodesis surgery the implant fell out of the bone while tightening the suture. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.